Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
Us legal. It was reported that after a right bhr on (B)(6) 2008, plaintiff experienced 2 years of progression of groin pain and high ion levels. Plaintiff underwent revision surgery on (B)(6) 2019 due to failure of the right bhr where osteolysis of the upper femoral neck, dark synovial fluid consistent with metal debris, and deep necrotic tissue were noted. The patient's outcome is unknown.

Manufacturer narrative:
It was reported that after a right bhr the patient experienced two years of progression of groin pain and high ion levels. Revision surgery was performed, where osteolysis of the upper femoral neck, dark synovial fluid consistent with metal debris, and deep necrotic tissue were noted. The patient's outcome is unknown and the devices, used in treatment, were not returned for analysis. A review of the historical complaints data for the devices was performed, using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve the batches. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the devices. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified for the devices. The clinical information provided, of the very elevated serum cobalt and chromium ions, osteolysis, dark synovial fluid, and necrotic tissue may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.